Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the lead exhibited invalid impedance readings for all contacts the day following implantation. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing of the lead again revealed invalid impedance measurements for all contacts. As such, the lead was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.